Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery (ica) stenting procedure, the pt became hypotensive. The pt was treated with a neosynephrine drip. Five days postprocedure, the hypotension resolved and the pt was discharged to home. There was no additional information provided. Choice study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Hypotension is a known potential adverse event associated with the use of the device as listed in the device instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.